Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient resumed device use. This is the final report.

Event description:
The recipient reportedly experienced pain at the implant site. External equipment was exchanged. The recipient was prescribed oral antibiotics which resolved the pain.